Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous glucose results generated by the synchron lx20 pro analyzer. A glucose result of 27 mg/dl was obtained. Upon automatic critical rerun, a result of 101 mg/dl was generated. The sample was repeated on a different instrument, with results of 101 mg/dl and 103 mg/dl. The erroneous results were not reported outside of the laboratory. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was on-site and verified that all covers were properly in place and verified glucose module was functioning properly. A clear root cause for this event has not been determined to date.